Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent direct stenting of the restenosed competitor's stent within the proximal lad with a 3.0 x 12 xience v stent and the pre-dilated distal cx with a 3.0 x 8 xience v stent. In 2009, the patient was admitted to the hospital with unstable angina. The patient was diagnosed with non-st-elevation/non q-wave myocardial infarction. Diagnostic coronary angiography was performed and revealed severe left main disease and three vessel disease. There was 99% stenosis within the proximal lad. The patient underwent emergent coronary artery bypass grafting the next day. The event resolved and the patient was discharged the following week. There is no additional information available.